Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during the case, the surgeon set the distal femoral resection guide to 9mm, however it resected more than 9mm of the femoral bone. The exact amount resected is unknown, however the surgeon visual confirmed it greater than 9mm. A thicker poly insert was used due to the cut. Investigation conclusion: the reported issue was confirmed. The design of the resection guide knob allows it to easily disengage from the resection guide shaft. Aligning the resection guide knob back onto the resection guide shaft in an incorrect orientation can result in an inaccurate amount of resected bone, confirming the customers original complaint. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a tka procedure, the surgeon set the distal femoral resection guide to 9mm, however it resected more than 9mm of the femoral bone. The exact amount resected is unknown, however the surgeon visual confirmed it greater than 9mm. A thicker poly insert was used due to the cut and there was no adverse effect to the patient or the rest of the procedure.